Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, the stopper of two tubes had defective molding. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). Investigation summary: bd received two photos for investigation. The photos were reviewed and the indicated failure mode for defective stopper molding and improper assembly was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of defective stopper molding and improper assembly was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes defective stopper molding and improper assembly. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.